Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: based on the available information, boston scientific was able to confirm the reported event of stent failure to deploy. Taking all available information into consideration, the investigation concluded that the reported event may have been due to the failure to follow the manufacturer's instructions. According to the evidence found in the product analysis, the outer sheath was detached and twisted which is evidence that the luer was incorrectly rotated. It is likely that failure to follow the manufacturer's instructions by incorrectly rotating the handle, led to the stent being unable to deploy. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was received in an undeployed condition and fully covered by the outer sheath. The deployment hub was returned in position 4. A destructive inspection was performed to identify the torsion (rotational damage) and the sheath was found twisted and detached. No additional problem was noted with the stent and delivery system. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the evidence found in the product analysis, the outer sheath was twisted and detached which is evidence that the luer was incorrectly rotated as the IFU states ""rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."" Risk review: a risk review was completed and confirmed that the reported events of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst and walled-off-necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the stent was unable to be deployed. The stent was fully covered by the outer sheath when it was removed from the patient. The procedure was then completed using another axios stent. There were no patient complications reported as a result of this event.